Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred as the demo pump was brought out of storage mode. The pump was reset; however, a malfunction alarm reoccurred. There was no patient involvement.